Event description:
A us distributor contacted zoll on 12/10/2025 to report a possible treatment. The last download occurred on (B)(6) 2025, prior and after the alleged time of treatment. The monitor and electrode belt have not been recovered. There is no download data available surrounding the date of the alleged treatment. The device flag data from the last download does not indicate any device malfunction. No deficiencies alleged. The specific rhythm at the time of the treatment events is unknown because the ECG recordings are not available for review on the day of the defibrillations.

Manufacturer narrative:
The monitor and electrode belt have not been returned for evaluation. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the inappropriate treatment. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.